Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation summary indicates that the customers complaint that the ((B)(4)) small battery drive shorts out and trigger is stuck was confirmed. The device was evaluated and the complaint was substantiated. It was also discovered that it an unusual noise, and failed cannulation test. This most likely due to usage wear over time. Device is an instrument and is not implanted/explanted. Date device was received cannot be verified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive shorts out and the trigger is stuck. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.